Event description:
Tablet data was received and reviewed by the manufacturer. Review of the tablet data revealed that high impedance began approximately a week after the generator replacement, which was indicative of a lead fracture. However, in mfg. Report #1644487-2018-00413, a full revision was initially scheduled due to high impedance, but upon replacing the generator, the surgeon observed fluid between the "plug" and the "device", which "crashed the generator." The lead was believed to be fully intact. The impedance value after generator replacement was within normal limits. The lead was not replaced at this time. As high impedance was present in the initial report for mfg. Report #1644487-2018-00413 and it was initially thought that the high impedance may be related to the vns lead, it was determined with the information received by the manufacturer that the high impedance was possibly due to both a lead fracture and a generator issue due to the fluids existed. The lead fracture is captured within this mfg. Report.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out follow-up information performed with physician. Relevant tests/laboratory data, including dates, corrected data: corrected data: initial report inadvertently left out impedance values provided.

Event description:
Follow up with the physician's office resulted in obtaining impedance values. However, all of the impedance values provided were within normal limits with no evidence of high impedance.

Event description:
It was reported via implant card received that the patient underwent vns lead replacement due to high impedance. Follow up revealed that no x-rays were taken prior to the surgery and the lead was reported as discarded. No additional relevant information has been received to date.